Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the cause of the empty reservoir alarm was that the patient was overdue for a pump refill.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving baclofen dose and concentration not reported via an implantable pump. The indication for use was intractable spasticity. The patient's medical history included spasticity. The other medications the patient was taking at the time of the event was oral baclofen. The patient's physician reported that the patient reported a non-critical alarm noise starting on (B)(6), which progressed to a critical alarm on (B)(6). There were no environmental, external or patient factors that may have led or contributed to the issue. The patient was going to come in for a refill the day of the report and the physician planned to update the company representative after interrogating the device. The issue was not resolved at the time of the report. The patient status was noted as alive, no injury. On (B)(6) 2016 additional information received reported that the physician had refilled the pump on (B)(6) 2016 and the logs were checked. The pump had reached 2ml's and the non-critical alarm started on (B)(6). The critical empty pump alarm started on (B)(6) there were no motor stalls noted in the event logs. The patient on (B)(6) 2016 heard a "single beep" coming from their pump (low reservoir alarm per caller). The patient experienced an increase in spasticity. The physician called and questioned why that occurred, etc. They refilled the pump and everything was ok per the reporter. They decided to program the low reservoir alarm volume to 3ml's but were unable to program it so they re-interrogated it and programmed it to 1 ml. The reporter was inquiring why that would occur. No other interventions were planned at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.